Event description:
The reporter stated that the surgeon was inserting an implantable collamer lens model icm 12.5 into patient's eye, and the lens caught in the injector tip. There was no patient injury. Another same type lens was implanted.